Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and verified the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed an event code logged in the device's memory. The event code logged in the device's memory is related to a failure of the device to deliver defibrillation energy. As a result, defibrillation therapy may be unavailable, if needed.

Manufacturer narrative:
Stryker replaced the device's system pcb and power pcb assemblies. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Stryker further evaluated the removed pcb assemblies and was unable to duplicate the reported issue. A root cause for the reported issue could not be determined.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed an event code logged in the device's memory. The event code logged in the device's memory is related to a failure of the device to deliver defibrillation energy. As a result, defibrillation therapy may be unavailable, if needed.